Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screwdriver will not ratchet.

Manufacturer narrative:
: The device associated with this report was not returned. Previous investigations found a design change was implemented on january 10, 2011 via (B)(4) of the cap retention and the ratchet engagement. The provided lot number indicates the complaint sample is of the new design. No corrective action taken. Complaints will be monitored through post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.